Event description:
We have had three different instances occur in the past week. The first one occurred on [date redacted], where the blue coating on the end melted off and we had to suction out small blue balls. The second instance occurred two days later, where the black coating peeled back off the hook. The third instance occurred today [four days after the 2nd event], where the black coating peeled off the l-hook wire electrode while the surgeon was using it. We do not have the lot number information for the third instance.